Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio further examined the removed sc pcb assembly and determined that the cause of the reported issue was an electrically shorted integrated circuit (ic) chip, designator u61. The removed ui pcb assembly was an ancillary part and there was no failure of the assembly.

Event description:
The customer contacted physio-control to report that their device had a service indication present. There was no patient use associated with this event. Upon evaluation of the customer's device, physio-control observed that the device would continue to re-boot and as a result, defibrillation may not be possible, if it were necessary.